Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital with chest pain and shortness of breath. During a device check, echocardiogram showed mild to moderate pericardial effusion. Both the ra and rv leads were repositioned. Normal device function were noted at post-op check, and patient reported no chest pain.